Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that during the valve implant procedure a pre-implant balloon valvuloplasty was performed. A holter monitor was administered following restarting a beta blocker following the valve implant. Approximately 42 days following the valve implant the holter review indicated three runs of non-sustained ventricular tachycardia (nsvt) with the longest run of 10 beats and a rate of 150 beats per minute (bpm). No further correction action taken. The physician indicated the nsvt was possibly related to the valve. The event was reported as resolved.

Event description:
It was reported one day following the implant of this transcatheter bioprosthetic valve, a prolonged qrs interval (174ms) was identified on an electrocardiogram and left bundle branch block (lbbb) was diagnosed. The patient's hospitalization was extended for further monitoring and electrophysiology review. On the second post-operative day, the patient was asymptomatic. Two days later, the lbbb was reported as resolved and the patient was discharged to home.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID l-evprop23-29 (lot: 0012441109); product type: 0195-heart valves; implant date: non-implantable product ID d-evprop23-29 (lot: 0012497854); product type: 0195-heart valves; implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.